Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, svc coil impedance spiked to 254 ohms, up from a trend in the 50-60 ohm range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 crt-d implanted: (B)(6) 2013; 5071-53 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil on the patient's lead was fractured and demonstrated high impedance after a car crash. It was also determined that there was a high defibrillation threshold. Per follow-up, no lead revision took place and the lead is still active. No patient complications have been reported as a result of this event.